Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-1132, serial#: (B)(4), description: precision spectra implantable pulse generator.

Event description:
A report was received that the patient was having charging issues due to a pocket misconstruction. The patient underwent a revision procedure wherein a new pocket was created. No device malfunction was suspected. The patient was doing well postoperatively.